Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No unusually events could be observed in the event history of the pump. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing elevated blood glucose level for approximately 3 weeks up to 358 mg/dl. Patient stated he took correction via infusion device after changing the insulin and infusion set; no success. Patient reported he then took correction via injection. Patient stated he experienced no health concerns. Patient reported he thinks the infusion device delivers too low insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.